Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill one of four on a homechoice (hc) machine, it was reported that there were air bubbles in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air in the patient line. The technical service representative (tsr) assisted the home patient (hp) in ending therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.